Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The ups and batteries were replaced. A system checkout was performed and the system is working as intended. The battery 9735773 48v s8 svc (1952) was returned for analysis. Analysis found that the battery would no longer hold a charge. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The ups 9735787 main cart s8 svc (s20030010) was returned for analysis. Analysis found that there was no fault with the returned ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735773, serial/lot #: unknown, UDI#: unknown; product ID: 9735787, serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery procedure. It was reported that the unit just shut down randomly. It had randomly shut down during most points in software. Full power shutdown. No monitor signal, power button no longer illuminated. The site had to power unit back on completely. In troubleshooting, they ran self-test to see if there were any battery issues. Unplugged from wall and let power down. The battery power down normally. The site stated there was no common circumstance in which the unit shut down. There was no impact to the patient and delay was less than an hour.